Event description:
The patient reportedly was experiencing inflammation at the implant site. The patient was prescribed a topical cortisone cream. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.